Event description:
It was reported to philips that the host computer gave errors indicating it was unable to connect to the system, preventing use. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the host pc was not starting. A review of the system logfiles found that the host pc had lost connection. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the host pc and transferred the license and network, by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order.